Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was configured in non profile mode. The technical support specialist (tss) contacted customer for confirmation, received approval to proceed with configuration change. Updated the station settings. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es profile station was not functioning with the profile and was shown in the devices tab on the server as a profile-driven station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.